Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument for failure analysis. The force bipolar instrument was analyzed and found one bent grip causing misalignment of the grips. There was a 0.049 offset at the tips. The grips did not show cracking damage. Components adjacent to this bent grip did not show damage. Additionally, a dislodged molded insulator was found at the distal end. Further inspection identified thermal damage on the molded insulator at the distal end and corrosion on the bearings. Pitch and grip input disk bearings exhibited orange discoloration. The corrosion was observed on the outer ring of the bearing. The additional findings are unrelated to the primary failure.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the force bipolar instrument tip became misaligned during procedure. The instrument did not come in contact with any other instruments. The procedure was completed with no reported injury.